Event description:
It was reported by service report that the fowler cylinder was leaking and the fowler would not hold position under weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.